Event description:
It was reported to philips that the device failed operational testing due to an energy test failure. There was no reported patient or user involvement and no adverse patient/user impact.